Event description:
The international customer reported o2 flow sensor calibration data reference failures. The customer reported the date of the event was (B)(6) 2016. There was no patient involvement.